Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted for approximately eleven (11) years and eight (8) months, was reported to be failing due to a trivial severity of aortic regurgitation secondary to aortic stenosis. Patient had a valve-in-valve procedure on (B)(6) 2015 with a 23mm valve. Patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Patient was discharged two days after the procedure.